Event description:
The customer reported being in the emergency room due to high blood glucose of 800mg/dl. Troubleshooting was performed. The customer stated that the tubing broke off and she was disconnected from the insulin pump in the early evening and was without insulin all night. The blood glucose was treated with manual injections and currently she is on an insulin drip. The customer mentioned that the device is cracked at the right and left corners of the screen and all the way around to the backside. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.